Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between pd therapy utilizing the liberty select cycler, and the patient¿s hospitalization for fluid overload. Based on the available information, the etiology of the patient¿s fo is unknown; therefore, causality cannot firmly be established. The patient was hospitalized within 24 hours of the spouse reporting the liberty select cycler was not draining adequately. Additionally, the liberty select cycler was not returned to the manufacturer for evaluation, nor were treatment records available for review. Therefore, it is not possible to disassociate the liberty select cycler from these event(s). Furthermore, the onset of fo in an (B)(6) man with a history of hypertension and diabetes on pd therapy may be multi-factorial, given that the patient¿s weight was not being monitored at home. Fluid overload in a pd patient may reflect any combination of inappropriate prescription, noncompliance, loss of residual renal function, mechanical problems, and peritoneal membrane dysfunction.

Event description:
On (B)(6) 2019 the spouse of this (B)(6) male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [ccpd) for renal replacement therapy (rrt) since 2016 reported the patient was hospitalized for fluid overload (fo) on (B)(6) 2019. During follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) confirmed the patient was hospitalized for fluid overload on (B)(6) 2019. The pdrn stated prior to the hospitalization there was a concern the family may be inadequately or inaccurately weighing the patient at home. The patient is immobile and was reportedly unable to come to the outpatient dialysis center for appointments (number of missed appointments not provided). The patient¿s wife stated the patient had an ultrafiltration (uf) volume of 1000 ml on (B)(6) 2019 which was reportedly insufficient (specifics not provided). The patient¿s fill volume of 2000 ml, and utilizes a mixture of 1.5%, 2.5% and 4.25% strength delflex; however, due to the iq drive/modem not being in use, treatment records are unavailable. As of (B)(6) 2019 the patient remains hospitalized and continues to utilize pd therapy. The plan however is for a ¿vas cath¿ to be placed for the patient¿s transition to inpatient, and eventual outpatient, hemodialysis (hd). No additional information is available at the time of this investigation. It is unknown if any fresenius device(s) or product(s) were utilized during the hospitalization.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Corrections: device availability changed to yes / PMA/510k changed to k181108 / device evaluated by manufacturer changed to no, device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. There were no fluid leaks in the test cassette during the treatment test. During a treatment, a soft pl (patient line is blocked) support warning occurred followed by a dc (drain complication encountered) warning, as expected, when intentionally restricting the patient line during a drain phase. The system air leak test passed. The valve actuation test passed. The go/ no go gauge check passed. The load cell verification was within tolerance. There was dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. The mushroom head check passed. The cycler tested positive for glucose. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.